Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the verbiage in section h11. Due to internal review it was found a correction was needed to section h11. It has been found that this event has been inadvertently reported; however, this event is currently deemed a nonreportable event.

Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history.

Event description:
The user facility reported that the tr band balloon had only 3ml of air remaining two hours after its application. The procedure performed was radial access heart catheterization. The event occurred post-procedure. The reported incident did not result in patient injury or necessitate medical or surgical intervention. No hematoma or adverse event was observed. Additional information received on 14 apr 2025: the size of the tr band, whether regular or large, remains uncertain; it appears to be regular, but this is not confirmed. Prior to the application of the tr band, a heart catheterization with intervention was performed. When the tr band was applied, 8ml of air was injected into the balloon. Upon checking at 2 hours, the balloon contained only 3ml of air. Despite this, hemostasis was achieved by the tr band, with no blood loss or noticeable damage to the band observed. The patient remained stable, with no hematoma at the time of the tr band failure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).